Manufacturer narrative:
On (B)(4) 2019 immucor technical support used a remote electronic connection method to assess files on galileo echo (B)(4) instrument serial number (B)(4); no instrument problems were noted. On (B)(4) 2019 immucor technical support used a remote electronic connection method to assess files on galileo echo (B)(4) instrument serial number (B)(4); no instrument problems were noted. Immucor technical support is unable to rule out sample as is appears to be a weak antibody is part of the issue possibly a igm/igg mix. Advised customer that the sample could not be ruled out as the cause of the unexpected negative reactions. The immucor internal report record number for this report is (B)(4).

Event description:
On (B)(6) 2019 a customer reported receiving an unexpected negative antibody screen and antibody ID result using capture-r ready screen 3 and capture-r ready ID on the galileo echo (B)(4) instrument.